Manufacturer narrative:
The cycler was returned to the manufacturer for analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. The valve actuation test, system air leak test and patient sensor calibration check passed. Load cell value and verification were within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All pertinent information available to the manufacturer has been provided.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer at this time has been submitted.

Event description:
It was reported by a peritoneal dialysis (pd) patient's daughter that the patient using fresenius liberty cycler for continuous cycling peritoneal dialysis (ccpd) expired from cardiac arrest due to an unspecified cardiac arrhythmia in the hospital. The patient had gone to the hospital several days prior for a leg ulcer and had been admitted due to the suspected presence of a blood clot. The patient was not connected to fresenius cycler at time of her passing. Medical records were requested but no further information has been provided, after multiple attempts.